Event description:
The user facility reported that water was leaking from the system 1e's uv connection. The water leaked onto the countertop and floor. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found water dripping from the uv inlet port. He further inspected the uv inlet connection by unthreading the 90 degree factory crimped hose fitting. He observed the rubber gasket inside the fitting was cut completely through. The technician replaced the cut gasket and tightened the fitting onto the inlet port. The technician ran a diagnostic and processing cycle and found the unit to be operational.